Manufacturer narrative:
Block h6: device code 1304 captures the reportable event of center image lost. Block h10: a fuse scope was received for analysis. A successful functional evaluation was performed. The unit passed all testing and there was no issue found on the device. The image issue was not confirmed. Based on a thorough review of the reported complaint, the assigned investigation conclusion code for this complaint is designated as no problem detected. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the image on center screen of the scope was lost. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the image on center screen of the scope was lost. The patient's anatomy was not visible on the center image when the issue occurred. Another fuse 1c colonoscope was used to complete the procedure. There were no patient complications reported as a result of this event.